Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The time was off by one hour. Advised the mother that the insulin pump was working as designed. Nothing further was reported.